Event description:
It was reported that the patient¿s implantable neurostimulator (ins) stopped working, so he was going to get a new system put in during the week of the report. The patient saw the end of life (eol) message. The ins was ¿lasting about a month before needing recharging and then it just quit." Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 355029, lot# n0042578, implanted: (B)(6) 2006, product type: accessory. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 377760, lot# v000185, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 377760, lot# j0555233v, implanted: (B)(6) 2006, product type: lead. (B)(4).